Event description:
It was reported that the console on the apix table is not working. It was noted that there was a broken pin in the connector. Plug the console into another connecter. Table is working properly. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following components have been ordered: cable rs232 port, cable console connector and cable pcb-connector. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.